Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a cardiac ablation procedure using the Sphere 9 catheter and later experienced a stroke after the ablation case. The patient was being treated for paroxysmal atrial fibrillation and was in sinus rhythm upon arrival. The procedure was performed via a transeptal approach and consisted of bilateral wide area circumferential ablation lesions only, with 58 pulsed field lesions delivered. The patient experienced dizziness, nausea, and unsteadiness. The patient developed nystagmus and went to the hospital the next day. The patient was hospitalized. A right occipital craniotomy for cerebellar hemorrhagic mass, mild herniation was performed. A Magnetic Resonance Imaging (MRI) was performed and confirmed a 3 cm cerebellar intraparenquimal hemorrhage. The patient has improved in general, but maintains slight imbalance and fatigue. No further patient complications have been reported as a result of this event.